Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that lia (lead integrity alert) triggered for sic (sensing integrity counter) and nst (non-sustained tachycardia) episodes. Sensing was changed from true bipolar to integrated bipolar, but lia triggered again about one month later for sic and nst episodes, with noise. A chest x-ray was performed and the lead remains in use. No patient complications have been reported as a result of this event.